Manufacturer narrative:
The device was evaluated by the field service engineer (fse) in the field hence not returned to nidek inc. Fse tested the device for proper operation. On visual inspection fse observed dirty optics. Laser/aiming coincidence was checked and was off. Display and actual treatment energy output was measured. Fse found that the preset energy, display energy and actual energy were unstable. As per the fse the actual energy was not high but the preset energy was off (low). (Preset energy is the laser energy which is set by turning the energy knob to a desired displayed energy level (0.2 -12.0mj). When the test shot is fired the system will display "the energy measured" for that setting.) Due to the off (low) preset energy scale; the display increased from the setting when test shot was fired. However, the actual energy was within the specifications. Fse explained that preset display energy was off due to the dirty optics. (1/2 wave plate) in addition, fse observed the pfn voltage calibration was out of specifications, being set too high. Pfn (pulse forming network) voltage is the voltage that fires the flash lamp which excites the yag crystal. We set the pfn voltage through auto-calibration; the correct voltage generates 4 laser pulses. The pfn voltage can also be set manually by changing the parameter value of address ten in the service mode. In this case the pfn voltage was too high causing 7 laser pulses, contributing to the display being wrong. In conclusion the unstable laser energy output was caused by the high pfn voltage and low preset display energy. Fse performed the service and confirmed that the device operated within specifications .auto-calibration was performed. Internal, external and energy monitor optics were cleaned. Adjusted 1/2 wave plate for proper output energy. Calibrated energy display preset values and output energy. Verified laser output energy as per specifications. Aligned yag/aiming beam coincidence and illumination slit. Additionally fse found that the laser head in the system was replaced and the system was calibrated in (B)(6) 2014 by a third party service company. The laser head was manufactured by nidek but refurbished by third party. Clinical specialist reviewed the service record and found that the system was manufactured in may 2005. The last service was performed by nidek in 2010. As per the information from the customer they have used the third party in (B)(6) 2014 to perform service. Nidek recommends using trained nidek service personnel for the repair of the device. Reference: as per operators manual; 2.4 after use, maintenance, and checks; caution: "to avoid accidents caused by improper repair of the system, only service technicians properly trained by nidek may repair the system." No patient has been affected so no patient information is provided. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.

Event description:
Nidek inc. Received a complaint from customer on (B)(6) 2016. Customer reported that during surgery with the yc-1800 sn: (B)(4), doctor noticed that the actual energy was increasing. Doctor explained that when the energy was set at 3mj the power increased to 5mj. No injury was reported at that time.